Event description:
It was reported that bd posiflush¿ ns filled syringe plunger movement was difficult. The following information was provided by the initial reporter: material no.: 306546, batch no.: 8340706. It was reported that while depressing the 10 ml flush syringe, the user experienced resistance at approximately the 6ml marking. Verbatim: issue full depressing 10ml flush syringe. While depressing 10 ml flush syringe experienced resistance at approx the 6 ml markings.

Manufacturer narrative:
Investigation: there were 3 sample received but due to the samples being contaminated a complaint analysis could not be performed. The non-conformances were reviewed for this batch, and there was a record of a non-conformance associated with this batch for this defect. There was an intermittent issue with the silicon hosing which was investigated and resolved at that time. All product associated with the defect was held for inspection, and any affected material was scrapped. Although, it is possible that the product related to this complaint may have been manufactured prior to detection or there may have been a limited occurrence of product which was produced outside the contained material.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ ns filled syringe plunger movement was difficult. The following information was provided by the initial reporter: material no.: 306546 batch no.: 8340706. It was reported that while depressing the 10 ml flush syringe, the user experienced resistance at approximately the 6ml marking. Verbatim: issue full depressing 10ml flush syringe. While depressing 10 ml flush syringe experienced resistance at approx the 6 ml markings.